Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via company representative. It was noted that they were advised to refer the patient to an alternate physician for replacement. The company representative did not have any additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer who reported that their pump had been stall stalling since on (B)(6) 2020. Per the patient it was stalled beginning 2 days ago. Print outs from the pain center showing that it stalls for minutes up to days before recovering. In april the eri (elective replacement indicator) was 15 months. The patient stated the first time it stalled they could not any help because of the onset of the covid pandemic, pain management closed. The patient had no po meds and had severe withdrawals. The patient stated they had considered replacement surgery, had set up the physician, did the pre-op, setup payment schedule with hospital everything ready except price of the replacement pump. Per the patient they had no idea how much the pump would add on and had dedicated all their monies to the surgery and physician¿s fees. The patient was attempting to wean off the pump but it will not even last long enough for them to finish. The eri was 12 months. The patient hurt, was nauseous and had chills. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the motor stalls since april would last anywhere from 5 minutes, to 2-3 days at a time. It was noted the patient had arrangements to have the pump replaced, but it came down to the cost. It was also reported the pump still had not reached the elective replacement indicator (eri). The patient was redirected to his healthcare provider (hcp).

Event description:
Additional information was received from a consumer via a company representative. The patient had notified the company representative that their pump was still having motor stalls. The patient could tell they were not getting drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving hydromorphone (10 mg/ml, 3.794 mg/day) via an implantable pump for spinal pain. It was reported the patient came in to the office after hearing their pump alarming (start date (B)(6) 2020). The hcp checked the pump and logs showed multiple motor stalls and recoveries. It was unknown if the patient had an magnetic resonance imaging (MRI). No symptoms or patient complications were reported.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported there had been multiple motor stalls and recoveries. It was indicated the patient had not recently had an MRI (magnetic resonance imaging procedure). Office notes were provided from (B)(6) 2020 and (B)(6) 2020. The pump logs from (B)(6) 2020 were provided and showed seven motor stalls and recoveries had occurred between (B)(6) 2020 and (B)(6) 2020. It was noted the patient presented on (B)(6) 2020 because their pump was alarming. The patient stated it began alarming on saturday (B)(6) 2020. The pump continued to alarm intermittently at that time ((B)(6) 2020). It was indicated the patient was scheduled for pump removal and replacement during their (B)(6) 2020 office visit. Additional information was provided from the manufacturing representative (rep). The rep stated the hcp was going to replace the pump but the patient did not show up for surgery on (B)(6) 2020. It was noted the pump was implanted for chronic pain syndrome and the patient's pain had been well controlled. The patient denied any withdrawal or side effects with the motor stalls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. It was reported that the rep had a pump (sn (B)(6)) assigned to the patient because their pump was malfunctioning and was going to be replaced. It was reported that the patient was unable to pay the co-pay and would no longer have the pump replaced. The rep was asking about re-assigning the pump to another patient since they were already at normal eri.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was scheduled to be replaced on tuesday (B)(6) 2020. No further complications have been reported.